Manufacturer narrative:
The customer reported that the central nurse's station (cns) had no audio alarms. While troubleshooting, it was discovered that the audio cable was not plugged into the correct jack on the central nurse's station (cns). Plugging it into the correct jack resolved the issue. No patient harm was reported.

Event description:
The customer reported that the central nurse's station (cns) had no audio alarms.